Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. The event date is an approximation. On 08/19/2025, it was reported that the patient experienced a skin reaction with redness, inflammation/swelling, pimples or bumps, infection at the needle puncture site which occurred on an unspecified days after the sensor had been inserted in the arm. The patient reported that last year around august he had a skin reaction. It started at the needle puncture site, there was a big bump, redness, swelling and felt pain on the sensor area. He went to the urgent care center, on (B)(6) 2025. He was prescribed doxycycline medication and mupirocin ointment. After a week, on (B)(6) 2025, he had a follow-up consultation since his infection didn't get better. He was prescribed a different medication, cefalexin capsule. He had another follow-up consultation on (B)(6) 2025 and this time it was lacerated and drained and sent for biopsy. He was positive for staph infection. Few days after that it became better. At the time of the report, patient condition was stable. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - subcutaneous nodule.